Event description:
The user facility reported that during a patient procedure, one of the lightheads from their harmonyair a-series surgical lighting system disconnected from the yoke arm. User facility personnel were able to secure the lighthead and move it out of the way. A procedure delay occurred due to the re-setup; the patient procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician inspected the harmonyair a-series surgical lighting system and found that the retaining ring was not in the grove spindle. As the retaining ring was not in the grove spindle, this allowed the lighthead to disconnect from the yoke arm. The steris technician removed the lighting system from service and is awaiting a new lighthead. A complaint review considers this to be an isolated event. A follow-up report will be submitted when additional information becomes available

Manufacturer narrative:
The steris service technician received and installed a new light head and spring arm for the harmonyair a-series surgical lighting system, tested the system and confirmed it to be operating according to specification. The steris service technician returned the harmonyair a-series surgical lighting system to service; no additional issues have been reported.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.